Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism, the lead appeared damaged at implant, stylet bent and the lead was stretched. The analyst commented that the lead was returned with the helix extended and stretched, blood and tissue on it and the distal conductor distorted (over-extended) within the connector.

Event description:
It was reported that during the implant attempt, the helix "stuck out." The lead was not implanted and was replaced with a different lead. No patient complications have been reported as a result of this event.